Event description:
Sales rep indicated this happened about 2 years ago. During surgery, doctor wanted distal to expand a little more and head of screwdriver broke off inside of expansion hole.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown screwdriver. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.